Event description:
Patient reported "swelled up really big 2 years ago" "experiencing enlarged, hardening, pain, and lump under armpit". Healthcare professional additionally reported capsular contracture baker grade IV. This record is for the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swelled up really big 2 years ago" "experiencing enlarged, hardening, pain, and lump under armpit" , capsular contracture baker grade IV.

Event description:
Patient reported "swelled up really big 2 years ago" "experiencing exlarged, hardening, pain, and lump under armpit". Healthcare professional additionally reported capsular contracture baker grade IV. This record is for the right side. Device has been explanted.